Event description:
High blood sugar levels up to 15 mmol/l [blood glucose increased]. Not sure if I am getting my full dosages (doubted the accuracy of the amount of insulin it was delivering) [incorrect dose administered by device]. Low blood glucose levels 2.1 mmol/l and lower [blood glucose decreased]. Case description: does the incident represent a serious public health threat: no. This serious spontaneous case reported by a consumer from (B)(6), concerns a male pt (age unspecified) with type 2 diabetes mellitus who was treated with novopen 3 silver (insulin delivery device) on unk dates and experienced "low blood glucose levels 2.1 mmol/l and lower", "not sure if I am getting my full dosages (doubted the accuracy of the amount of insulin it was delivering)", "high blood sugar levels up to 15 mmol/l" beginning on an unk date. Pt's height: not reported. Medical history included type 2 diabetes mellitus (duration unk). On an unk date, the pt reported that he was not sure if he was getting his full dosages. The pen was more than 6 years old and he doubted the accuracy of the amount of insulin it was delivering. The pt had the pen for several years and several months ago his insulin dosage was split to 30 units in the morning, 20 units at lunch, and 40 units in the evening. The pt was trying to bring his readings under control. Some times the endocrinologist would raise the amount when the pt's diabetes got out of control. The pt reported that during the past month or so his readings were often very low - even to the extent of having hypos. It would get down to 2.1 mmol/l and lower bgl (blood glucose level) and at times the pt would start to lose consciousness necessitating the use of the anti-hypo injection which had to be kept on hand all times and recovery was very debilitating. It was reported that the pt had not changed his diet, medication and nor his level of activity. The pt's specialist kept lowering the dose but still the pt continued to have hypos. The pt tried having the injection after the meal to give the food time to enter system but the readings would still drop quickly. It was noted that these very low readings occurred anytime such as afternoon, evening or even during the night. The pt was on mixtart 30 (dual-acting insulin human) and had on three occasions used the glucagen hypokit to bring his sugar levels back up. The pt reported that during the above episodes his blood glucose levels did go up to 15 mmol/l at times but since using the new novopen 4 his blood glucose levels have returned to 5-6 mmol/l. Action taken to novopen 3 silver was not reported. The outcome of "low blood glucose levels 2.1 mmol/l and lower", and "high blood sugar levels up to 15 mmol/l" was reported as "recovered". The outcome of "not sure if I am getting my full dosages (doubted the accuracy of the amount of insulin it was delivering)" was "not reported". Reporter comment: as there was no change in my routine, we could only doubt the accuracy of the delivery.